Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the pacemaker was returned and analyzed. The elective replacement indicator was triggered by high internal battery resistance.

Event description:
It was reported that the implantable pulse generator (ipg) reached early elective replacement indicator (eri) in three years. The ipg was removed and replaced with a new device. No patient complications have been reported as a result of this event.